Event description:
It was reported that stent fracture occurred requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with a 2.5x12 non-boston scientific balloon catheter, a 3.50 x 16mm synergy xd drug-eluting stent (des) was deployed. However, during the procedure, the stent fractured in the proximal portion, and there was irregular expansion and disconnection among the stent struts post-deployment. The detached portion of the device was not removed, and another des was used to cover the fractured stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter address 1: no. 1, old no. 28, platform road near mantri square mall, seshadripuram